Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
During preparation for a medical procedure using a neuron 6f 070 delivery catheter (neuron 070), a hospital staff found that the end of the neuron 070 was kinked upon removal from the packaging. The damage to the neuron 070 was found prior to use and; therefore, was not used in the procedure. The procedure was completed using a new neuron 070.

Manufacturer narrative:
Results: the neuron 070 was kinked approximately 64.5 cm, 76.0 cm, and 98.5 cm from the hub. The device had a bend approximately 81.0 cm from the hub. The device was ovalized approximately 101.0 cm -106.0 cm, 107.0 cm and 110.0 cm from the hub . Conclusions: evaluation of the returned neuron 070 revealed a kinked and ovalized device. If the device is forcefully retracted from the packaging at extreme angles or otherwise mishandled during preparation, damage such as kinks and ovalizations may occur. Further evaluation revealed a bend along the length of the device. Based on the return condition, the bend is likely incidental to the complaint and may have occurred during packaging for return to penumbra. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.